Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that there was an attempt to insert an intra-aortic balloon (iab) an emergency situation however the physician noted that the iab with the one-way valve cannot hold vacuum. The physician thought there may be a leak. A new iab was used to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that there was an attempt to insert an intra-aortic balloon (iab) an emergency situation however the physician noted that the iab with the one-way valve cannot hold vacuum. The physician thought there may be a leak. A new iab was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and a visual examination of the product did not detect any blood inside the balloon, catheter, or extracorporeal tubing. The one way valve and syringe were attached. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and two leaks were detected on the outer catheter. The first was located approximately 66.04cm from the iab tip and measuring 0.1 cm in length. The other was located approximately 48.01cm from the iab tip and measuring 0.1cm in length. The one way valve would not create a vacuum. The reported leak in iab & one way valve unable to hold vacuum problems were most likely triggered by the two holes located on the outer catheter. The penetration found 66.04cm from the iab tip appears to have been caused by a sharp object. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).